Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported on (B)(6) 2022 that during surgery, the surgeon noticed that the complained item (314.453), 55mm t8 stardrive screwdriver shaft was not engaging with the recess in the head of the screws. Upon close examination. It was determined that the tip of the star shape of the screwdriver shaft (314.453) was slightly bent and deformed. The item was deemed to be no longer functional, and was discarded. Another t8 stardrive screwdriver shaft from the same set was employed. The surgery finished successfully with less than 1 minute of a delay. There was no patient outcome/ consequences. This report is for one (1) sddrive screwdriver shaft t8 55mm this is report 1 of 1 for complaint (B)(4).